Event description:
The customer reported a battery failure and red x display on their device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.